Event description:
It was reported that during a radiofrequency procedure, the device had a high impedence. A back-up device was not available. The procedure needed to be cancelled and rescheduled for the following day. The pt was under moderate sedation. There were no adverse consequences reported.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.